Event description:
According to the h&p, pt presented to clinic for follow-up and normal pacemaker battery and lead impedances were recorded, but there was failure to sense and failure to capture. In addition, the pt complained of pulsatile pain up the left side of her neck and outer left arm when the pacemaker functioned. Failure to pace or capture for the atrial lead was also documented. Upon surgery, testing was carried out. Pacing of the ventricular lead resulted in apparent atrial stimulation, suggesting cross talk as a result of an insulation break. Leads replaced.